Manufacturer narrative:
07/23/2024 - we have requested the device be returned to the manufacturer. To date, we have not received the device.

Event description:
On (B)(6) 2024 - the consumer claism the unit smoked and she burned her hand on the batteries. Medical attention was not received.